Event description:
The (B)(6) complaint handling unit reported that the blade penetrated the femoral head. Initial surgery was on (B)(6) 2009. The doctor allowed full weight bearing on (B)(6) 2009. Four weeks after the initial surgery, the fracture was healed and patient was discharged from hospital. Five weeks after the initial surgery the patient felt pain and x rays revealed that the blade had penetrated the femoral head likely caused by patients unstable bone fracture. Patient was successfully revised. The surgeon got a good reduction and the blade was placed in the center of the femoral head. The outcome was good.

Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.